Event description:
The pt developed a staph infection at the generator site approx 3 weeks post implant. It was also reported that a PICC line was placed and the pt was treated with IV antibiotics. The pt's family member reported that the surgeon removed approx 3-4cc of fluid from the generator pocket. The pt's family member indicated that neurosurgeon plans to treat the pt with antibiotics; however, if the infection does not resolve neurosurgeon plans to explant the vns therapy system. Further-follow up revealed that the IV antibiotics were discontinued and the pt was placed on oral antibiotics. Neurosurgeon indicated that the infection has not yet resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.